Event description:
Sterile processing and supply tech was documenting info in the steris system 1 log and rested her right elbow on a towel used to soak up excess fluid in the steris chamber. She noticed a burning stinging sensation immediately. I suggested she wash the area with water and report to employee health. She was instructed to apply silvadene ointment and cover the area. Today (B) (6) she displays a small abrased area on her right forearm which is sealed. Dose or amount: towel with peracetic acid. Frequency: na. Route: top. Dates of use: (B) (6) 2010. Diagnosis or reason for use: high level disinfection of equipment she processed. No other treatment.